Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. On july 19, 2022, the endoscope support specialist (ess) returned to the customer¿s site and performed a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. The ess was informed the evo-tech performs the leak testing for them. "Per evotech¿ endoscope cleaner and reprocessor user¿s guide ¿chapter 4, page 62, final leak test, the endoscope is automatically checked for leaks. Product number(s):50004, revision date:(B)(6) 2021(https://eifu.asp.com/)¿ . A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to device handling and reprocessing steps were different between the user and recommendation by olympus. The event can be detected by following the instructions for use (IFU) which state: IFU (reprocessing manual) warns the user against insufficient reprocessing as below: 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. IFU(reprocessing manual), chapter 4: reprocessing workflows states reprocessing steps as follows: preclean the endoscope and accessories. Leakage testing of the endoscope. Manually clean the endoscope and accessories. Reprocess the endoscopes and accessories using an automated endoscope reprocessor/washer-disinfector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) advised the facility to wash the device in a sink or basin with the proper amount of fluid and detergent. Ess also advised that the leak test is required to be performed prior to manual cleaning to prevent fluid invasion of the device. Ess recommended the facility to have the non-olympus evo tech automatic endoscopy reprocessor (aer) manufacturer to provide in writing that the leak test can be skipped. Ess has provided the facility staff training in the correct process for reprocessing the device. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
Upon an in-service visit to the facility, the olympus endoscopy support specialist (ess) observed that the facility was not using the leak testing and manual cleaning steps per the instructions for use during reprocessing. There is no harm reported to any patient. The facility used a hopper instead of a bin or sink during manual cleaning. The facility used non-olympus evo tech automatic endoscopy reprocessor (aer). Per the facility, the aer guidelines were being followed, in that the aer leak tested the device.